Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-00498. It was reported the patient continued to feel stimulation/tingling sensation when therapy was deactivated. Troubleshooting attempts were unable to address the issue. In turn, the patient's doctor decided to explant the patient's scs system.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-00498.